Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio 2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿330mg/dl¿ with the subject meter and ¿120mg/dl¿ on another meter within 30 minutes of one another. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages their diabetes with humalog and levemir insulin and stated that as a result of the alleged product issue took an additional 20 units of humalog. An unspecified period of time after this the patient developed symptoms of ¿dizzy, lightheaded and sweaty. The treatment received for these symptoms was not specified. At the time of troubleshooting, the cca noted that the unit of measure was set correctly on the subject meter. The patient was unable to walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication based on alleged inaccurate high results obtained with the subject meter.